Event description:
A customer reported a tandem mobi cartridge alarm that occurred during pumping. There was no reported adverse impact on customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.